Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high threshold was noted on rv lead. Lead was explanted and replaced.